Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. For tubes subjected to centrifugation to generate plasma or serum for testing, standard processing conditions do not necessarily completely sediment all cells, whether or not a barrier gel is present. Cell based metabolism, as well as natural degradation ex vivo, can continue to affect serum/plasma analyte concentrations/activities after centrifugation. Separated plasma samples, in particular, will have a gradient of cells and platelets present after centrifugation. The presence of cells and platelets in the plasma may lead to increased variability and/or instability of certain analytes that are involved in cell/platelet mediated metabolic processes and/or are present in higher concentrations in cells or platelets. Additionally, plasma sample quality may be impacted by the presence of residual cells, cellular debris/clumps, microclots, or fibrin. These may also present in the form of white particulate matter (wpm), which is understood to be composed predominantly of platelets, with white blood cells and cellular debris including fragments and granules from white blood cells, and occasional fibrin strands. These components can occur in heparin plasma samples in general, have the potential to cause issues with instrument operation, and may impact test results. The occurrence of such issues may vary depending on several factors, including whether the plasma is aliquoted or remains in the primary tube, sample handling and transport conditions (e.g., sample agitation/shaking), time, temperature and the specific instrument/assay methodology used.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes false positive erroneous results of troponin t due to white particulate matter were seen in 20 samples. Samples were re-run and no adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes false positive erroneous results of troponin t due to white particulate matter were seen in 20 samples. Samples were re-run and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.